Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg defibrillator (B)(6) 2008; 5076-45 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient received 39 inappropriate shocks for noise, there was oversensing and high right ventricular (rv) lead impedance. It was also reported there may be a possible lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.